Event description:
The facility rep. Reported that the device overinfused. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attemtped to obtain information, details were not available regarding additional contact information. The hosp rep. Stated that there were not reports of pt injury or medical intervention.